Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion or excessive no delivery tests due to the motor error alarms. Unable to verify other alarms due to an over written pump history file. The pump also had minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that a motor position encoder error alarm occurred on the insulin pump. Customer stated the insulin pump may have gotten stuck trying to charge new reservoir. The customer stated the alarm occurred during a manual prime. Customer's blood glucose was 7.4 mmol/l. The customer also stated a motor error alarm occurred on the insulin pump. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.